Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose was 251 mg/dl,261 mg/dl,208 mg/dl,45 mg/dl,60 mg/dl,108 mg/dl. The customer treated with the food, jelly beans. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer did not allege insulin pump was over delivering and insulin was dripping out. The insulin pump will not be returned for analysis.